Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate calcification and 90% stenosis. The 2.0x30 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion and was inflated but a rupture occurred during the first inflation to 8 atmospheres for 5 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.